Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero), pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 15, pump error 53 and the customer was able to clear the error and successfully complete fill cannula delivery test. Error table did not indicate that pump should be replaced and pump passed self test. Troubleshooting was also performed for pump error 23 and the customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, and self tests. The test guardian link communicated or paired properly with the pump noted. No communication anomaly or device not found noted. No unexpected pump error 53, 15, 23 noted during testing. Thus, software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 53 on (B)(6) 2025 19:18:38.000, (B)(6) 2025 19:21:11.000, (B)(6) 2025 19:36:40.000, (B)(6) 2025 19:44:44. Pump error 23 on (B)(6) 2025 18:21:16.000, (B)(6) 2025 20:00:58.000, (B)(6) 2025 20:01:00. Also, pump error 15 on event date 03/06/2025 18:19:09.000, 03/06/2025 18:20:20.000 15 file number: (B)(4), line number: (B)(4) in history due to hardware error electronic defective. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case. In conclusion, no unexpected pump error 53, 15, 23 noted during testing. Pump error 53, 15, 23 alarms confirmed in the pump history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.